Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "left side implant is "decreasing". Device remains implanted. Left side.

Event description:
Healthcare professional later reported "valve delaminated from shell." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional later reported "valve delaminated from shell." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, two openings on anterior and posterior side assessed as surgical damage. Delamination: partial delamination of valve assessed as adhesive failure. Additional observations: white particles in shell are observed. Crease fold is observed. No further actions are required as the device was implanted.

Event description:
Patient reported, "left side implant is "decreasing". Device remains implanted.